Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Additional information: the following was information was received: in this case the prolonged cardiopulmonary resuscitation (CPR) took place before the impella was used. The hypoxic brain damage was according to the physician- a result of the low-flow time during the CPR. The impella 5.5 was removed due to the failure mode (thrombus at impella catheter) and the missing prognosis of the patient. Investigation summary: the device and a purge cassette returned. Returned complaint cp pump visually inspected. Dried dextrose around outflow cage and small thrombus wrapped around pigtail. After soaking in water dextrose dissolved and thrombus remained. Thrombosis/ stroke: in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
Updated information: d4 catalog number updated, h6 component code g04105 changed to g07003.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible¿. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death". Section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers¿.

Event description:
It was reported that a patient implanted with an impella cp developed a thrombus in the descending aorta, attached to the impella catheter. Venoarterial extracorporeal membrane oxygenation was in place. Neurological status of the patient after long cardiopulmonary resuscitation (CPR) and mitral valve replacement was still uncertain. Great amounts of platelets and plasma were given after surgery. Three days later it was reported the a cardiac computed tomography scan revealed hypoxic brain damage. An embolic stroke was noted. Therapy was to be limited/terminated. The pump was explanted and the patient expired shortly after the explant. The patient expired due to hypoxic brain damage, most likely as a result of prolonged CPR.